Manufacturer narrative:
The reason for this revision surgery was to remedy a broken screw in baseplate after 2 years, 6 months, 15 days in vivo. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was reported to have been left in the patient and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part; with (B)(4) of the prior complaints having the same failure mode of trauma. This is the (B)(4) complaint against this lot number. As reported the revision surgery was performed to exchange the implants after a fall. Hence this could be attributed as the primary root cause of the product's failure. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Manufacturer narrative:
Left in patient.

Event description:
Revision surgery: due to the patient falling and breaking the screw in the baseplate.